Manufacturer narrative:
(B)(4). The returned sample was evaluated in the laboratory and visually and under microscopy and no failure has been detected. Tightness test has been performed and were found ok. In order to be able to check the fibers the covers on both sides were removed. The inspections showed that the first 3 rows from the center were too tight which impair the flow. This can be determined as most probable root cause. Thus failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
On (B)(6) 2015 at (B)(6) it was reported that the plegiox cardioplegia heat exchanger from lot number 70102429 was replaced due to a high pressure at cardioplegia site. Reference complaint (B)(4).